Event description:
It was reported through the litigation process that approximately seven years ten months post filter deployment, the patient allegedly had a CT scan that showed that the filter had perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported the filter struts were detached and retained in body. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed perforation of the ivc with several struts extending beyond the wall of ivc touching l4 vertebral body and aorta. There was no filter bending or fracture observed. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed perforation of the ivc with several struts extending beyond the wall of ivc touching l4 vertebral body and aorta. There was no filter bending or fracture observed. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that approximately seven years ten months post filter deployment, the patient allegedly had a CT scan that showed that the filter had perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts were detached and retained in body. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that approximately seven years ten months post filter deployment, the patient allegedly had a CT scan that showed that the filter had perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter and its struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported the filter struts were detached and retained in body. The patient reportedly experienced severe back pain. The current status of the patient is unknown.